Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The remote service performed troubleshooting and confirmed the reported issue. The remote service recommended to replace the flow sensor assembly, part was replaced, and the issue was resolved.

Event description:
It was reported that the unit failed o2 flow accuracy. The device was not in use at the time of the event; and, there was no patient harm.